Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-02257. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed 2 taxus express2 drug eluting stents. The lesions were pre-dilated with a non bsc 2.0x15mm balloon. A 2.75x28mm taxus stent was then implanted at 12 atms to the 90% stenosed lesion located in the severely tortuous left anterior descending (lad) artery. This stent strided across the ostium of the first diagonal (dx) artery. A 2.75x28mm taxus stent was then implanted at 12 atms to the 50% stenosed lesion located in the proximal lad. These stents overlapped each other. Timi iii flow was achieved and the stents were well apposed. No patient complications were reported. Panaldine and bufferin were prescribed post procedure. Two days post procedure, the patient presented with chest pain and an acute myocardial infarction (mi). Angiography revealed a thrombotic occlusion located in the distal portion of the previously placed taxus stent in the mid lad. Initially, a thrombuster and maverick2 were unable to cross the lesion, but the maverick2 was eventually able to cross the lesion following angioplasty with a 1.5x15mm non bsc balloon. The lesion was then dilated over and over at greater than 14 atms with a maverick2 3.0x20mm balloon. An intra-aortic balloon pump was inserted shortly after this procedure. Heparin was administered during and after this procedure. The patient was walking in the hospital 12 days post procedure and will undergo cardiac rehabilitation.